Manufacturer narrative:
The user facility submitted medwatch mw5108738 for this event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of em2400 valve sets were leaking at unspecified ports. This issue was further described as mvi (yellow color) being unintentionally allowed into the compounding bags, all other ingredients were a clear color. This issue was observed during compounding prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from november 09, 2021 - november 10, 2021. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.